Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Shock impedance out of range were observed on the right ventricular channel. The patient was referred to their clinic to further discuss findings. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1: initial reporter phone e2: health professional? E3: occupation g2: report source h1: type of reportable event h6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Shock impedance out of range were observed on the right ventricular channel. The patient was referred to their clinic to further discuss findings. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Shock impedance out of range were observed on the right ventricular channel. The patient was referred to their clinic to further discuss findings. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1: initial reporter phone e.2: health professional? E3: occupation g2: report source h1: type of reportable event h6: impact codes.